Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the stimulator revealed no significant anomalies. Stimulation is functionally okay. Final analysis of the accessory kit revealed no anomaly found. (B)(4).

Event description:
It was reported, there was an unknown impedance issue. It was also noted, the patient had a fall. It was noted there was a replacement planned for (B)(6) 2013. Patient status at the time of report was noted as alive with no injury or adverse event. Patient symptoms included loss of therapy.

Manufacturer narrative:
Product ID: 3998 lot# v023517, implanted: 2004 (B)(6), product type lead product ID: 3708260 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID: 3998 lot# va00vyf, implanted: 2012 (B)(6), product type lead product ID: 37743 lot# serial# (B)(4), product type programmer, patient product ID:37752 lot# serial# (B)(4), product type recharger. (B)(4).

Event description:
Follow up reported the stimulator was replaced and the patient was receiving good coverage.